Event description:
New information received indicates that programming changes were made to solve the initial oversensing, but were unsuccessful. Further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on freeze capture. Programming changes were recommended.